Event description:
During a conversation with a surgeon, the complainant was notified that two timx screws broke post-operatively. This occurred in two different patients. Both patients were overweight and the surgeon feels that this might have contributed to the breakage. The screws remain implanted as fusion had occurred. Both screws broke at the s1 level. The lot numbers for the screws were not reported by the complainant. A complaint history analysis was performed and no other complaints have been reported for this part number. The most likely cause of the event is the added stress on the screw due to being placed at the s1 level. Screws at the s1 level receive the highest loads. If the patient is overweight, this stress at the s1 level is even greater. The surgeon feels that in both cases, the patient's weight is related to the screw breakage. The labeling for the screws specifically cautions that a patient's weight should be considered prior to selection for surgery. An overweight patient can produce loads on the device which could lead to screw breakage.